Event description:
The customer's mother reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 400 mg/dl. The customer's mother could not recall any significant events leading to the alarm. Customer's mother also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. No other error alarms were noted in alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.